Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during set up, the pump adaptor was making a bad squeezing sound. No patient involvement as this occurred during set up. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
The sample was returned for evaluation. A review of the device history record revealed no manufacturing anomalies. The returned pump adapter sample was visually inspected, during which, no anomalies were noted anywhere on the device. It was then setup on a drive motor and the provided pump sample was set up on the pump adapter. No sound anomalies were noted during the setup of the samples. The drive motor was then hand cranked to determine if any sound anomalies were heard during the use of the adapter and pump. No anomalies were heard during this test. The sound could not be replicated; therefore, this event is not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.